Event description:
Consumer alleges he got sores from sitting in his scooter.

Manufacturer narrative:
Not a problem with the product. No further contact with consumer.

Manufacturer narrative:
The device was not made available for evaluation at this time. Should further information or the device become available, a follow-up report will be issued.

Event description:
Consumer alleges he got sores from sitting in his scooter.